Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer while servicing the device, it was observed that the touch position was out of alignment. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) calibrated the touchscreen, but the phenomenon was not resolved. Therefore, the touch screen will be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Regarding the touchscreen accusation of ¿touched position was observed to be out of alignment.¿ the pil technician has verified that the touchscreen fails flex cable resistance verification testing, confirming the complaint regarding touch position misalignment. Due to this failure in flex cable resistance verification, the touchscreen does not meet the acceptance criteria. The touchscreen is out of specification. No further failure investigation (fi) is required. H11: d4 - product UDI #.